Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer states the battery casing and reservoir casing was damaged. Customer states battery did not last more than a week. The last battery change was on (B)(6) 2017. Customer use backlight frequently. Customer was advised to reduce using the backlight and remote feature. Customer was advised battery life is about one week based on 40 units per day. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No blank display. Lcd board was okay. No unexpected low battery. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, reservoir tube cracked and cracked lcd window.